Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('migration/uterus perforation'), device dislocation ('malposition of essure'), genital haemorrhage ('bleeding : other') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 33-year-old female patient who had essure (batch no. B53552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menometrorrhagia, pregnancy (dates of live births: (B)(6) 2006; (B)(6) 2011; (B)(6) 2016), miscarriage, vaginal delivery, c-section and deep vein thrombosis. Concomitant products included escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (sprintec), ketorolac tromethamine (toradol), norethisterone acetate (aygestin), ondansetron (zofran) and pethidine hydrochloride (demerol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/chronic") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy ¿removal during c-section and salpingectomy. (Bilateral),salpingectomy (unilateral)'othe). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, back pain and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered back pain, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: received treatment for pain, migration, perforation : yes discrepancy noted in date of insertion (B)(6) 2014. Left implant placed in standard fashion with 4 coils visible. Right implant placed in standard fashion with 2 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: transvaginal and transabdominal approach used. Left essure device is seen and in correct position, right essure device was not visualized. Left ovary was not visualized, possibly obscured by overlying bowel. No adnexal cysts, masses or free fluid seen.. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs and mr received: new events added: pregnancy (no complications),malposition of essure , device ineffective. Lot number was added. Event onset date, patient history and concomitant drugs were added. Reporter information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('migration/uterus perforation'), device dislocation ('malposition of essure'), genital haemorrhage ('bleeding : other') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 33-year-old female patient who had essure (batch no. B53552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menometrorrhagia, multigravida (dates of live births: (B)(6) 2006; (B)(6) 2011; (B)(6) 2016), miscarriage, gravida I, c-section and deep vein thrombosis. Concomitant products included escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (sprintec), ketorolac tromethamine (toradol), norethisterone acetate (aygestin), ondansetron (zofran) and pethidine hydrochloride (demerol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/chronic") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy ¿removal during c-section and salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, back pain and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered back pain, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: received treatment for pain, migration, perforation : yes. Discrepancy noted in date of insertion on (B)(6) 2014. Left implant placed in standard fashion with 4 coils visible. Right implant placed in standard fashion with 2 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: transvaginal and transabdominal approach used. Left essure device is seen and in correct position, right essure device was not visualized. Left ovary was not visualized, possibly obscured by overlying bowel. No adnexal cysts, masses or free fluid seen. Batch no b53552, production date 2013-07-19, expiration date 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('migration/uterus perforation'), device dislocation ('malposition of essure'), genital haemorrhage ('bleeding : other') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 33-year-old female patient who had essure (batch no. B53552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (dates of live births: (B)(6) 2006; (B)(6)2011; (B)(6) 2016), miscarriage, gravida I, c-section, deep vein thrombosis, loop electrosurgical excision procedure and pap smear abnormal. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included menometrorrhagia, heavy periods, dysfunctional uterine bleeding, vulval lesion, vaginal discharge, benign neoplasm of vulva, irregular periods, irregular menstrual cycle, dysmenorrhea and paratubal cyst. Concomitant products included escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (sprintec), ketorolac tromethamine (toradol), norethisterone acetate (aygestin), ondansetron (zofran) and pethidine hydrochloride (demerol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/chronic") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy ¿removal during c-section and salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, back pain and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. 3288g was the reported birth weight. The apgar scores were 7 and 9 (at 1 and 5 minutes). The reporter considered back pain, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: received treatment for pain, migration, perforation : yes discrepancy noted in date of insertion (B)(6) 2014,(B)(6) 2014. Left implant placed in standard fashion with 4 coils visible. Right implant placed in standard fashion with 2 coils visible. Ob-gyn history: number of pregnancies: 4, number of deliveries: 2, number of miscarriages: 1, number of vaginal deliveries: 1, number of c-sections: 2, largest baby weighed 8 pounds 6 ounces, menarche: age 12 or 14 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: dye test: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2014: transvaginal and transabdominal approach used. Left essure device is seen and in correct position, right essure device was not visualized. Left ovary was not visualized, possibly obscured by overlying bowel. No adnexal cysts, masses or free fluid seen.. Batch no b53552 production date 2013-07-19 expiration date 2016-07-31 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: fu 7 and fu 8 processed together. Pif received. Reporter information were added. On (B)(6) 2021: fu 7 and fu 8 processed together. Mr received. Reporter information, patient's medical history and rcc were added. Pregnancy information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('migration/uterus perforation') and genital haemorrhage ('bleeding : other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/chronic") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy. (Bilateral),salpingectomy (unilateral)'othe). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, back pain and fatigue outcome was unknown. The reporter considered back pain, fallopian tube perforation, fatigue, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: received treatment for pain, migration, perforation: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information added. Previously reported event injury were updated back pain/chronic, bleeding: other, migration/uterus perforation, fallopian tubes perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.